Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "airline detector sensor: as an air in line alarm, which is likely what the reported symptom was referring to. The alarm was caused by low ultrasonic sensor readings. With low readings it makes the pump more sensitive to air in line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an issue with the "airline detector sensor." Any pt injury or involvement is unk.